Event description:
Procedure: lap gastric bypass. According to the reporter, the product was reported to be "defective". A new device was opened and used to continue the procedure. The surgeon could not get the stapler to mate to the orvil. After trying repeatedly, the surgeon ended up bending both devices. The surgeon cut the orvil out and replaced it with a standard anvil, hand sewed the stomach back together and used a new eea. The original device was not fired. There was no bleeding, yet there was minimal tissue loss, as there was tissue cut off the staple line to open up the stomach for retrieval of the orvil. There was minor resection of additional tissue, but the surgeon did not have to open the patient and there was no need for re-operation. The procedure was extended approximately 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).